Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered for high impedance on the left ventricular (lv) lead. Variable impedance was also reported since shortly after implant. The patient was brought in for testing but no action was taken as the clinic staff determined the lead was functioning normally. The lead remains in use. No patient complications have been reported as a result of this event.